Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed, chronically occluded target lesion was located in the moderately tortuous left superficial femoral artery (sfa). The 4.0 x 60mm sterling balloon catheter was advanced to the lesion for pre-dilatation. The balloon was inflated to 6atms and 8atms. During the third inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).